Manufacturer narrative:
(B)(6) registry exemption number: e2014038. Quarterly reporting period: q4 2021. Total number of events being summarized: 2. Under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes. The listed event date is the date the information was received by medtronic. The patient information is an average of the data provided for the events. A product analysis was not able to be performed as no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
The type of serious injuries being reported are endocarditis. There were two entries for the same patient. The average time to event was two hundred twenty nine days following the implant procedure. The patient¿s age was (B)(6). They were female. The type of serious injury information provided is limited in nature as it is provided via a third-party database. Medtronic received information regarding patient/device events via a third-party post-implant device registry (the (B)(6).)